Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the ilet user experienced low glucose episodes after meal announcements and had been ¿experimenting¿ with meal announcements that did not match usual carbohydrate intake, constituting an improper or incorrect use procedure involving the device user interface. Symptoms included hypoglycemia with confusion/disorientation and diaphoresis, with a documented lowest glucose of 52 mg/dl; the user treated with oral glucose. Outcomes included serious injury requiring medication intervention to address hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to failure to follow recommended meal announcement practices and silencing of alarms, with the device component implicated being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.